Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump had been alarming for no delivery during basal delivery, even though bolus deliveries were successful. The blood glucose ran as high as 404 mg/dl. The insulin pumps had been replaced twice for the no delivery alarms, the customer had tried different cannula lengths, and the insulin was not expired or denatured and the sites were rotated. However, the caller did report that the customer had extra skin due to weight loss. The alarm was resolved with a set and reservoir change. The reservoir was not returned for analysis.